Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a shock while the patient was having a seizure. Noise was seen on the subcutaneous electrocardiogram (secg), marked by the device. Technical services (ts) was contacted, and ts discussed programming options. The s-ICD system remains in service. No adverse patient effects were reported.